Event description:
No blood glucose levels reported. It was reported that the customer removed the sensor of the insulin pump but a piece of the sensor was missing. The nurse of the customer reported that it was not known whether the sensor needle was fractured or was retracted but it does appear to be missing after removal from the body. The customer also reported that they can still feel the sensor inside her body. The nurse of the customer reported that an ultrasound was performed and nothing was found. The customer did not go through an x-ray since it was possible that the customer was pregnant. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.